Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that tricuspid regurgitation gradually developed post operatively. On (B)(6) 2025, the patient was admitted to the coronary care unit (ccu) due to shock from right heart failure with symptoms of ascites and peripheral edema and catecholamine therapy was initiated. On (B)(6) 2025, the patient was intubated and placed on mechanical ventilation. On (B)(6) 2025, emergency surgery was performed for tricuspid valve replacement (tvr) and thrombectomy at the aortic valve position. Right heart failure persisted postoperatively. On (B)(6) 2025, continuous renal replacement therapy (crrt) was initiated. On (B)(6) 2025, the patient developed septic shock due to pseudomonas aeruginosa. On (B)(6) 2025, veno-venous extracorporeal membrane oxygenation (vv-ECMO) was initiated. As the patient was on ventricular assist device (vad) support, causal relationship could not be denied. The device operated as expected at the time of death

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the heart failure was considered to be progression of the primary disease and infection. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to heart failure.

Manufacturer narrative:
Corrected data: section h6: due to system limitations, the following was not included previously: health effect - clinical code: 1816 dyspnea. Health effect - clinical code: 2596 ascites. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the right heart failure did not exist before implant. Although this was not considered to be device related, it could not be ruled out. Diastolic disfunction and worsening tricuspid regurgitation led to the onset of the right heart failure, which was further exacerbated by septic shock. The patient experienced symptoms of shortness of breath and dyspnea. On (B)(6) 2025, the patient had positive bacterial blood cultures, which were treated with pharmalogical therapy only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that blood cultures were positive for enterobacter. The patient did not have kidney failure before left ventricular assist device (lvad). However, the lvad was not a factor to cause or contribute to kidney failure. A 3cm long thrombus was found in the left coronary cusp of the aortic valve during tricuspid valve replacement. However, no images were available. No particular symptoms were noted due to the thrombus. The patient's right heart failure was further aggravated by septic shock. The international normalized ratio (inr) was controlled but the patient was bleeding due to thrombocytopenia (max 19000).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The log files retrieved from the returned system controller and left ventricular assist device captured a decrease in flow on the final day of support, followed by an intentional pump stop and the controller being shut down. No other notable events were captured, and the device appeared to function as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: examination of the inflow cannula lumen, pump cover outflow, outflow graft attachment, and outflow graft lumen revealed lightly adhered tissue-like depositions. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, right heart failure, renal dysfunction, bleeding, thromboembolism, and pump thrombosis. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism and infection as potential late postimplant complications. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also states that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.